Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device was unable to power on ac power, but was still able to be powered on with the battery. Stryker replaced the device's power supply to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.